Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, after transseptal puncture was completed, it was noted while inserting the catheter into the left atrium that there was a pericardial effusion in the posterior side of the left ventricle on the transesophageal echography. The procedure and heparin was stopped and protamine was administered. Transthoracic echography was used to check the effusion, but no drainage was needed and the patient is stable. There were no alleged issues with any abbott devices.

Manufacturer narrative:
UDI related data quality updates only.